Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where multiple orders were not crossing over. A technical support specialist (tss) informed the customer that order messages were not showing on es and only discontinue messages were seen. Tss observed other orders for the same patients crossed without issues, and orders for other patients at the same time crossed without issues. Tss stated this behavior indicated a cerner issue or incorrectly entered orders, and the customer confirmed there were no current issues with orders at the site. The customer verified the case was closed, and the customer stated they would confirm with cerner that there were no issues on their end. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple orders did not cross over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.